Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with magnova injection and vancomycin injection (ongoing, doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient remained hospitalized due to another indication and has recovered from the peritonitis event. Four days after the event onset, pd therapy was discontinued. The pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.